Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to correct a fractured right femur, exhibited a broken screw and possible nail breakage in a f/u x-ray.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the damaged nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken crew and im nail present no risk of death or injury to the pt. The fracture is healed. Sign fracture care international will continue to monitor these events as part of our post market activities.